Event description:
It was reported that one programming head would not interrogate devices. Another programmer head was used and worked fine. A second programmer head was returned, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, this programmer head failed telemetry testing due to the cable being out of specification. It was also noted that the rubber portion of the label was missing. (B)(4): analysis found that the cable was twisted and damaged.